Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, product ID: 37711, serial #: (B)(4)) found the device to be functionally okay and to have no significant anomalies. The side edges of both grommets were loose; however, the connector block leakage test indicated that this did not cause any significant affect. Also, according to the initial review of this ins, neither the #0 or #8 circuits associated with the grommets were active.

Event description:
It was reported the lead was dislocated due to physical therapy, and the lead was replaced with a surgical lead. During the replacement it was discovered the "dummy plug" in the 2nd channel of the device was disconnected, and the surgeon found the plug in the surrounding tissue around the device. The new lead was connected using both channels on the device. It was noted the patient had a magnetic resonance imaging (MRI) the same day as the replacement surgery after the surgery was completed. The MRI was due to an emergency unrelated to the device. Following the replacement surgery the patient had "good" results with convenient stimulation. The patient "nearly" lost stimulation though "some" days after the surgery. Impedances were measured and the results were high on the electrodes that were connected to the 2nd channel that was previously missing the "dummy plug." The patient also had pain in the device area during stimulation. Reprogramming was attempted, but the problem was not resolved. The patient had a 2nd revision surgery. During the surgery the lead was tested intraoperatively, and the results indicated the lead had regular impedance values and stimulation was successful. It was noted the device connector block had some fluid in it and a "little" brown staining visible. As a result, the device was replaced, and following the replacement the patient had "good" stimulation. There was no patient injury and the patient outcome was reported as "ok."